Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was unable to duplicate the reported failure. The fse reported that new software datasets were recently replaced during field safety corrective action. The iabp unit had software (B)(4) installed at the time of the event. The fse replaced the datasets again during this service visit as a precaution; in case they were the cause of the issue. The fse then completed preventative maintenance (pm) on the unit. The iabp unit passed all functional and safety tests, was cleared for clinical use and returned to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) rebooted without warning during a staff training session. The screen on the iabp unit went dark for several seconds before it rebooted and came back on with no input by the user. There was no patient involvement, thus no adverse event was reported.